Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined. Based on the provided calibration and qc data, a general reagent problem can be excluded. The issue appeared to be resolved by the service actions.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. The sample initially resulted with a glucose value of 176.5 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting only with a data flag. The sample was repeated again, resulting with a value of 90.8 mg/dl. A new sample was collected from the patient after the patient ate meals. This sample resulted with a glucose value of 103 mg/dl. No adverse events were alleged to have occurred with the patient. The glucose reagent lot number was 371182, with an expiration date of 31-dec-2019. The field service engineer did not see anything abnormal when checking the analyzer. He checked and cleaned the pipetting/washing unit.